Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. It was stated that the customer was taking manual injections and had difficulty to bring down the glucose levels. No further information was provided.